Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 71-year-old male with multiple comorbidities and undergoing percutaneous coronary intervention was implanted with an impella cp for circulatory support. The impella-accessed limb became cold and mottled. The team placed fem-fem bypass to restore limb perfusion. After two days of the cp support, the family made choice to withdraw care and the patient expired.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original eport was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the most likely small vessel patient condition was the cause of the limb ischemia. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿